Manufacturer narrative:
D4 - correction: in initial report, the unique device identifier (UDI) was missing. The UDI is (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys-u laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Arcuate incision fully penetrated the cornea resulting in leaking arcuate incision and endophthalmitis was reported. A brief description from the surgery center indicated that during the catalys laser procedure on (B)(6) 2020, the arcuate incision fully penetrated the cornea. The surgeon didn't detect the penetration at the time of the surgery and the surgery was completed without any other complication. However, post-operatively the patient developed endophthalmitis which the surgeon stated was due to the leaking incision. Follow up with the surgeon revealed that the patient is still going through treatment and has received multiple antibiotics injections. No further information provided.